Event description:
The customer reported 12-lead ECG signal loss. There was no report of pt impact.

Manufacturer narrative:
The customer reported 12-lead ECG signal loss. There was no report of pt impact. A philips field service engineer evaluated the device at the customer site, confirmed the failure, and resolved the condition by replacing the leads ECG trunk cable.